Manufacturer narrative:
D4: lot #: the customer reported two potential lot numbers: h25l17043, expiration: 2030-12-17 and h25g27066, expiration: 2030-07-27 should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line of a homechoice low recirculation volume apd set with cassette had a connection issue with the patient¿s transfer set and disconnected. This was described as ¿the patient line from cassette is not connected well to the patient's transfer set¿ and ¿the patient became disconnected from the machine.¿ this occurred during use of the device for automated peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event however, the patient received an installation of prophylactic antibiotics, intraperitoneally. No additional information is available.